Event description:
Report received that the device switched delivering from the secondary line to the primary line, before the secondary volume to be infused (vtbi) was complete. The customer contact reported the primary line was programmed to deliver an unspecified solution and that the secondary line was programmed to deliver an unspecified chemotherapeutic medication. No specific programming parameters were provided. Reportedly, the secondary "vtbi was not complete when the pump switched to the primary programming" and that there was an one hour delay in therapy. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation could not confirm the secondary delivery switched to the primary delivery before the secondary volume to be infused (vtbi) was complete. The device passed all testing, including appropriately switching delivery from the secondary line to the primary line after the secondary vtbi was complete.